Event description:
Infant required immediate bagging and suctioning for desaturation to 30's. Unable to separate the etco2 adapter from the et tube. Heart rate fell to the 20's and required chest compressions. Finally able to separate adapter from tube by using clamps. Continued bagging and chest compressions until sats and heart rate returned . Respiratory therapy has a concern that this has occurred before with this adapter.